Event description:
It was reported that during a lap cholecystectomy, the clip was released and did not clamp. It was malformed. Used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 10/24/2007. Info anticipated, but unavailable at this time.